Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted four needles and four sutures. Three needles were received broken. Needle a was received broken 9/64 of an inch from the needle attachment point. Needle b was also received broken 9/64 of an inch from the needle attachment point. Needle c was received broken 5/32 of an inch from the needle attachment point. The swages of the three broken needles were received attached to their sutures. Tool marks were noted near the break sites. The measurements were taken with a steel rule, calibrated asset 28697. Needle d was received detached from it's suture. Upon microscopic inspection of the needles, normal crimp and swage marks were noted. The swage of needle d was partially filled with suture material. A tactile and microscopic inspection of the sutures was performed with no abnormalities. Microscopic inspection of the needles noted no abnormalities. Functionally, the breathable pouches were opened without any tears of the tyvek packaging. The sutures were removed from the retainers without any difficulty. It was reported that the needle was broken. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of needle detached. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: sn-5691 monosof* 4-0 clr 45cm p13 x36 lot#: d2d0702fy sn-5691 monosof 4-0 clr 45cm p13 x36 lot#: d2d0702fy sn-5691 monosof* 4-0 clr 45cm p13 x36 lot#: d2d0702fy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a skin closure, when suturing the skin, the needle broke at the swage region. A new suture was used to resolve the issue. There was no patient injury.